Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction bolus to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.